Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified distal right coronary artery. Pre-dilatation was performed with a 2.25 x 12 mm mini trek balloon catheter. A 3.5 x 18 mm xience xpedition stent was deployed when a dissection was noted proximal to the stent. A 3.5 x 28 mm xience xpediton stent was successfully used to treat the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would not be returned for analysis. Subsequently, the device was returned for evaluation. Evaluation summary: the device was returned for evaluation. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed; there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Products: guide wire: bmw guide wire. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect dissection is listed in the xience xpedition everolimus eluting coronary stent systems ce, instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.